Manufacturer narrative:
Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Event problem codes: (B)(4). Evaluation codes: method - lens work order search. Results - visual inspection of the returned product found a small tear in the lens optic. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions - based on the complaint history, lens work order search and the evaluation of the returned product, the root cause of the event has been determined to be due to patient's anatomy and was not lens related. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's right eye. After lens insertion the lens did not set well in the eye. The surgeon changed his mind and decided to remove the lens and implant a staar three-piece lens. There was no patient injury. The surgeon stated there were no issues with the lens. This incident was due to patient anatomy.